Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with implantation of a 550cc mentor cpx 4 breast tissue expander. Post-operatively, the patient experienced pain in her breast. Upon a visit with their health professional, it was observed that the left expander was fully deflated. As such, 150cc was added to the expander. However, the next day the expander was deflated again. As a result, the patient underwent removal and replacement with a mentor cpx 4 breast tissue expander on (B)(6) 2022. During explantation, it was noted that when saline fluid was added to the expander, no leak could be detected.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 07, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on march 27, 2022. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that an error was submitted in the initial report. The device involved in this report is labeled for single use per mentor's use instructions. Manufacturer¿s reference number: (B)(4) in the initial report, "h5. Labeled for single use?", should have been 'yes'.